Manufacturer narrative:
Updated pump explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that the patient was seen by the doctor and had the pump medication increased due to the patient having an increase in pain which had started a few weeks prior to having the medication increased. After the medication was increased, the patient was not feeling well, so the doctor wanted to ensure the patient was not having a stroke, so the patient had an MRI on same day ((B)(6) 2024) and it was determined that the patient was not having a stroke and the patient was sent home. The caller stated that 3 months later the patient went to have the pump refilled on (B)(6) 2025, and the nurse told the patient and caller that the pump was stalled. The nurse asked the patient if they had recently had an MRI to which the patient responded that yes, they had an MRI, and it was on (B)(6) 2024. The caller and patient stated that the pump never alarmed/they never heard the pump alarming. The agent reviewed critical and non-critical alarms. The caller stated the pump was explanted on (B)(6) 2025 and they were wondering if medtronic would have a transcript or record from the pump saying the date the pump had stopped. The agent reviewed medtronic does not keep clinical notes or records and redirected the caller to the patient¿s managing physician. The caller also wanted to know if the pump had been sent back for analysis. The agent reviewed that to date the pump had not been returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown morphine via an implantable pump. It was reported that 3 weeks after the pump had been implanted it had stopped working. The patient mentioned they were paralyzed and that their movements may have aggravated the catheter. The patient stated they had gotten an MRI on an unknown dated. They met with their physician after and the pump had not recovered from the MRI. It had been decided to replace the pump on (B)(6)2025. The issue had been reported to be resolved. Information omitted pertaining to (B)(4) regarding catheter revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.